Event description:
It was reported that this inflatable penile prosthesis was removed as it was no longer working. Upon explant, it was found that the cylinder outer layer of silicone had separated from the inner layer of silicone, causing the device to leak fluid. A new inflatable penile prosthesis was implanted. No patient complications were reported.